Event description:
A report was received that the patient underwent an explant procedure due to lead breakage. Prior to the procedure, the device was tested and high impedances were noted on the lead.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent an explant procedure due to lead breakage. Prior to the procedure, the device was tested and high impedances were noted on the lead.